Event description:
It was reported that intermittent malfunctions occured. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.